Event description:
Covidien 5mm endo clip iii. Surgeon put it through a 5mm port, release the handle, opening the jaws, then attempted to grasp tissue and the handle would not engage and the jaws would not close. Surgeon was forced to pull the clip applier out with the 5mm port attached because it would not fit through port with the jaws open. Staff opened a new 5mm clip applier and a new 5mm port to finish the procedure. There was no harm to the patient.